Event description:
Baxter quality assurance was notified by the facility's material mgmt dept of a life threatening occurrence involving a colleague triple channel infusion pump. In 2002, the same colleague triple pump was being used on 2 patients at the same time to administer various drugs simultaneously. The hosp rep stated that the nurses realized an error and "avoided the fatality just in time". The supervisor reportedly indicated to the hosp administration that the reason for sharing pumps was that they did not have enough equipment. The facility did report that one of the patients was affected and did require medical intervention, but specific info regarding the medical intervention was not available. The facility also reportedly stated that they are aware that this was an incorrect use of the device. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding the patient's demographics or diagnosis, patient's status, type of medication being infused, set up of the device, type of medical intervention needed, adverse outcome, or whether or not the pt received the wrong medication or if he/she received too much or too little of the right medication.